Event description:
It was reported by the affiliate that the device was used during a lobectomy. The device did not form staples properly. The case was completed using a same like device. There was no pt consequence.